Event description:
This unsolicited device case from (B)(6) was received on 09-jun-2017 from a obstetrician/gynecologist. This case involves a (B)(6) female patient who developed abscess after 18 days of placement of seprafilm. No past drug, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2017, the patient underwent emergency caesarean section for fetal dysfunction and premature rupture of membrane and 1 sheet of seprafilm as applied at the site of uterine incision (form, route, indication, batch/lot number and expiration date: not reported). No medical devices were used. On (B)(6) 2017 (18 days after the application of seprafilm) abscess occurred at site of uterine incision that was obviously seemed to be the application site of seprafilm. Bacterial culture showed no growth. The attending physician had experience in using seprafilm, and mr was not present at the surgery. As of (B)(6) 2017, the patient was recovering from the event. Corrective treatment: not reported. Outcome: recovering/ resolving. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Diagnosis: abscess. Reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting obstetrician/gynecologist's causality assessment: probable. Reporting obstetrician/gynecologist's comment: premature rupture of membrane, the concurrent condition, was another possible factor for the event.

Event description:
This unsolicited case from (B)(4) was received on (B)(4) -2017 from a obstetrician/gynecologist. This case involves a (B)(6) year old female patient who developed abscess after 18 days of placement of seprafilm. No past drug, medical history, concomitant medication was reported. Concurrent condition include pregnancy induced hypertensive nephropathy. On (B)(6) 2017, the patient underwent emergency caesarean section for fetal dysfunction and premature rupture of membrane and 1 sheet of seprafilm as applied at the site of uterine incision (form, route, indication, batch/lot number and expiration date: not reported). No medical devices were used. On (B)(6) 2017 (18 days after the application of seprafilm) abscess occurred at site of uterine incision that was obviously seemed to be the application site of seprafilm. Bacterial culture showed no growth. The attending physician had experience in using seprafilm, and mr was not present at the surgery. As of (B)(6) 2017, the patient was recovering from the event. Corrective treatment: not reported. Outcome: recovering./ resolving. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by sanofi-genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots were manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed at that time. Diagnosis: abscess reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting obstetrician/gynecologist's causality assessment: probable. Reporting obstetrician/gynecologist's comment: premature rupture of membrane, the concurrent condition, was another possible factor for the event. Additional information was received on 03-jul-2017. Global ptc number and ptc results were added. Text amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from a obstetrician/gynecologist. This case involves a (B)(6) female patient who developed abscess after 18 days of placement of seprafilm. Concurrent conditions included pregnancy-induced hypertensive nephropathy and premature rupture of membranes. Patient had no diabetes mellitus, history of surgery, historical condition, allergy predisposition and smoking status. Concomitant medications included glucose, flavine adenine dinucleotide (fad), oxytocin (atonin-o), nicardipine hydrochloride, ritodrine hydrochloride, labetalol and hydralazine hydrochloride (apresoline) for fetal dysfunction. On (B)(6) 2017, at 34 weeks and 5 days of pregnancy, the patient was transferred to the reporter's hospital for pregnancy-induced hypertensive nephropathy by ambulance. The patient was managed with oral antihypertensive drugs, but the blood pressure was poorly controlled. On the same date, the patient was admitted to the hospital. On (B)(6) 2017, at 35 weeks and 3 days of pregnancy, it was decided that the pregnancy was interrupted and delivery was performed. Delivery was induced with oxytocin, and premature rupture of membranes occurred. Subsequently, fetal dysfunction developed. Pre-operative condition of the patient: moderate general disease with good nutrition and with no anemia, had no experience of radiotherapy. On the same day, the patient underwent emergency caesarean section for fetal dysfunction and premature rupture of membrane. After stitching up the site of uterine incision, irrigation was performed and 1 sheet of seprafilm was applied at the site of uterine incision (form, route, indication, batch/lot number and expiration date: not reported). Seprafilm was direct placed to the anastomosis part (no wrapping on the suture line of anastomosis part of intestinal tract was performed). The placing condition was good. Anastomosis procedure was performed manually (knotted suture) with the use of absorbable suture and ligature. The incision was 12 cm long (suture layer, 4 layers). The first layer (peritoneum layer) was sutured with absorbable suture. The skin layer was sutured with a skin stapler. No non-purulent inflammation existed and infection existed (premature rupture of membranes). Operation area condition was clean-contaminated operation. No medical devices were used. There was no drainage, no existing adhesion or exfoliation, no non-purulent inflammation and infection existed in abdominal cavity and interperitoneal lavage was not practiced. Surgery time was 0.53 hours, amount of bleeding: 1053 g. Blood infusion was not required. On (B)(6) 2017, the c-reactive protein (crp), wbc, and neutrophil were 1.4 mg/dl, 7800/mm3, and 83.5%, respectively. On (B)(6) 2017, the patient was discharged from the hospital. On (B)(6) 2017, the patient visited the reporter's hospital for pyrexia. On the same day, 18 days after the application of seprafilm, computerized tomography (CT) showed that moderate abscess of 3.8 cm in size formed at the serous surface of the site of uterine incision (that was obviously seemed to be the application site of seprafilm), and antimicrobial therapy was started. On the same date, the patient was re-admitted to the hospital for the event. On the same date, wbc, segmented neutrophil (seg), and crp were 12600/mm3, 77%, and 15.6 mg/dl, respectively. On (B)(6) 2017, the event poorly improved, and transabdominal puncture of the abscess was performed. Then, the event gradually improved. A bacterial culture test of the pus at the site of uterine incision taken on the same date detected no bacteria. On (B)(6) 2017, the patient was discharged from the hospital. On (B)(6) 2017, the patient recovered from the event. No tissue examinations were performed. There was no prolongation of hospitalization, and no re-laparotomy was performed. Corrective treatment: levofloxacin (cravit), clindamycin phosphate (clindamycin) and ampicillin sodium/sulbactam sodium (unasyn s) outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) no product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by sanofi-genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots were manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed at that time. Diagnosis: abscess. Reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting obstetrician/gynecologist's causality assessment: probable. Reporting obstetrician/gynecologist's comment: premature rupture of membranes was another possible factor of the event. Abscess formed at the site of uterine. Incision (serous surface) like being packed as shown in the attached image. It was assumed that the abscess formed immediately below the site covered by seprafilm based on the form. Therefore, the event was considered to be probably related to seprafilm. Additional information was received on 03-jul-2017. Global ptc number and ptc results were added. Text amended accordingly. Additional information was received on 12-sep-2017 from the obstetrician/gynecologist. Information regarding patient's pregnancy was added. Medical history, concomitant medications and concurrent conditions were added. Event outcome was updated from recovering to recovered and recovery date was added. Symptom pyrexia was added. Corrective treatment was added. Hospitalization date was updated from (B)(6) 2017 to (B)(6) 2017 and patient's discharge date was added. Laboratory test results were added. Reporting obstetrician/gynecologist's comment was updated. Clinical course was updated and text was amended accordingly.